Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic nephrectomy. According to the reporter: as the kidney was being removed, the bag tore and was unable to remove the part of the kidney. On the third bag being introduced the bag worked perfectly.